Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding ( menorrhagia)" in a 36-year-old female patient who had essure (batch no: c59264-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Previously administered products included for an unreported indication: mirena iud. Concomitant products included amoxicillin;clavulanic acid (augmentin bd), doxycycline and intrauterine contraceptive device (nova t). On (B)(6) 2016, the patient had essure inserted. In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("hormonal changes describe: food cravings"), breast tenderness ("breast tenderness"), stress urinary incontinence ("bladder or urinary problems or changes: minimal stress incontinence"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 months after insertion of essure. In 2017, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse") and cystocele ("mild cystocele"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2017, total hysterectomy (uterus and cervix removed). And ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, food craving, uterine prolapse and cystocele outcome was unknown and the menorrhagia, breast tenderness, vaginal haemorrhage, stress urinary incontinence, fatigue, abdominal distension, back pain, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, breast tenderness, cystocele, fatigue, food craving, menorrhagia, pain in extremity, pelvic pain, stress urinary incontinence, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: was essure used in conjunction with any other device (eg.ius/ablation), specify :on (B)(6) 2016 , novasure - the novasure device was examined and tested. It was then properly introduced and seated into the endometrial cavity, with proper co2 testing. Device settings were a depth of 4.5 cm and width of 3.0 cm. The device was enabled and ablation was commenced. Cauterization lasted for 67 seconds. A second ablation was performed for 52 seconds. A third ablation was done for 40 seconds. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2016: *total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: food cravings (salty) , breast tenderness, fatigue, pelvic pain, back pain, leg pain, most recent follow-up information incorporated above includes: on 17-dec-2018: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 36-year-old female patient who had essure (batch no. C59264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("hormonal changes describe: food cravings"), breast tenderness ("breast tenderness"), stress urinary incontinence ("bladder or urinary problems or changes: minimal stress incontinence"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 months after insertion of essure. In (B)(6) , the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse") and cystocele ("mild cystocele"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed). And ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, food craving, uterine prolapse and cystocele outcome was unknown and the menorrhagia, breast tenderness, vaginal haemorrhage, stress urinary incontinence, fatigue, abdominal distension, back pain, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, breast tenderness, cystocele, fatigue, food craving, menorrhagia, pain in extremity, pelvic pain, stress urinary incontinence, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received event " hormonal changes describe: food cravings, breast tenderness, abnormal bleeding (vaginal, menorrhagia),uterine prolapse, bloating,mild cystocele, fatigue, back pain , leg pain, uterine prolapse, lower abdomen pain " were added. Lab data and lot number was added. Reporter, patient and product information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.